Manufacturer narrative:
(B)(4). The customer reported that a monitor fell. No patient harm was reported. The available information gives no indication of a mount problem or any other malfunction or design problem. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell. No patient harm was reported.